Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with what appeared to be a loss of atrial capture on the presenting rhythm. Upon looking at the electrograms (egm), the physician did not believe this to be a loss of capture issue and instead a delay of conduction as they saw a response in the atrium seen in the egm. No programming changes were done. The patient was asymptomatic.